Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl; cause was not known. Correction boluses were delivered to address bg. A system check was performed and the pump time was found to be incorrect resulting in the incorrect basal rates being delivered. Customer corrected the pump time to address the issue.